Event description:
The 3.0x12mm multilink 8 stent delivery system (sds) was received in the abbott vascular returned goods lab with no associated device complaint information. During returned device analysis, it was found that the shaft of the sds was torn at the guide wire exit notch. There were no reported adverse patient effects. No additional information is available.

Event description:
Subsequent to filing the medwatch report the following information was received. The device was not damaged (torn shaft) during the procedure, but was damaged during manipulation to remove the device from the waste bin for return analysis.

Manufacturer narrative:
(B)(4). Date of event estimated. Evaluation summary: the device was returned for evaluation. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).